Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was something underneath the insulin pump and they cannot saw the screen because it was blank, and there was a bluish black line on the top right. Customer's blood glucose level was 166 mg/dl. Troubleshooting was done for partial display. Customer reported that the insulin pump was not working. Customer stated that the display did not return to normal. Customer reported there was two lines vertical and parallel to each other and a diagonal line in the top right corner. Customer stated the insulin pump was neither dropped nor bumped. Customer was advised to revert back up plan per healthcare professional's instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to cracked bleeding lcd. Unable to verify missing segment/partial display anomaly due to cracked and bleeding lcd.